Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2015 with the following findings: review of the black box data revealed one record of a time/date reset to the default setting on january 30, 2015. However, due to the time/date setting, the time the pump was without power could not be determined. On investigation, the pump powered on with using the cap that was returned with the pump. The time and date was correctly set at the beginning of the investigation. The pump was exercised for 24 hours. The battery was then removed from the pump for 6 hours and reinserted. The time and date reverted to the factory default setting. Investigation duplicated the complaint. The pump was opened for investigation and revealed the internal clock battery was leaking.